Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the emergency room visit was 806 mg/dl. The nurse explained that prior to the hospitalization, he was vomiting and experiencing nausea. The nurse stated, the cause of the hospitalization was diabetic ketoacidosis. The nurse declined troubleshooting the insulin pump at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.